Event description:
It was reported that there was low impedance and occasional undersensing on the right ventricular (rv) lead. Insulation damage was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): p1501dr pacemaker 2006-(B)(6); 4524 non-defib lead 2006-(B)(6); (B)(4).